Manufacturer narrative:
Combination product: yes. Neither the complaint device nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of the mildly tortuous mid rca. For a cto lesion, preparation was performed using several types of scoring balloons and non-compliant balloons. The orsiro mission was inserted, but the device did not pass, so when the delivery catheter was removed from the body, it was found to be curled up (deformed). This stent was not further used for placement in the body. The procedure was then completed using a competitors stent.